Manufacturer narrative:
Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. Per tandem user guide: residual insulin remaining in the cartridge is unusable. Reuse of insulin may result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer was reusing cartridges and insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. The customer changed supplies and resumed insulin therapy. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed and insulin therapy resumed.